Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was 9.9mmol/l. The customer stated insulin is squirting out during the manual prime. The customer stated they are receiving a compromised force sensor alarm. The customer stated that the drive support cap is flush. The customer did not press the cap while connected. The customer was advised that we are sending replacement pump. The customer was asked verbally and in written form to return broken pump for analysis.

Manufacturer narrative:
Device passed displacement test. However, device alarmed compromised forced sensor system alarm during basic occlusion test due to slightly loose drive support disk.